Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances. The patient had also reported hearing their device emitting tones. Boston scientific technical services (ts) provided trouble shooting suggestions and recommended performing a comanded shock. The physician has elected to continue monitoring the system. This crt-d remains in service at this time. No adverse patient effects were reported.